Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6), 2021, the patient underwent for the surgery for the trochanteric fracture. During the surgery, after inserting the blade, it was noticed that the button was too hard to press, and the surgeon couldn¿t disconnect the aiming arm from the compression nut. The surgery was completed successfully with about 10-15 minutes delay because of this progress. No further information is available. This complaint involves (2) devices. This report is for (1) buttress/compression nut. This report is 1 of 2 for (B)(4).